Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in a calcified and moderately tortuous forearm shunt. The 4.0x40mm wanda balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 8atms. There was no resistance noted with the wanda. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).